Manufacturer narrative:
Date of event: (B)(6) 2019.date of report: 09/05/2019.the manufacturer¿s international service technician could not confirm the reported touchscreen issue. The manufacturer¿s international service technician investigated the touchscreen phenomenon but there was no anomaly in touching reactions. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the screen may have a failure in reaction to touch. There was no patient involvement.